Event description:
It was reported that patient was experiencing extreme pain following a CT scan. The patient went to ER. It was mentioned that the patient was admitted to the ICU for acute psychosis and hallucinations. The physician confirmed that there was no device issue.